Event description:
It was reported that during implant procedure, this right ventricular (rv) lead was an attempt due to high pacing thresholds noise and helix mechanical issues. The physician tried to placed the rv lead in a location with good electrical measurements but, after five attempts, was unable to extract the helix. Subsequently, a different rv lead was successfully implanted. No adverse patient effects were reported.